Event description:
A malfunction alarm occurred, identified by code malf 1, and no notable events preceded the malfunction. There was no adverse impact on customer's blood glucose level. Technical support arranged to replace the pump, as the device could not be reset, and it was still within the warranty period. The customer, who did not have the current software, was advised to use a multiple daily injection (mdi) backup therapy and would receive a pump with updated software. Detailed instructions were provided to the customer on how to store and return the faulty pump via ups, reprogram settings, and connect their cgm to the replacement pump. The customer acknowledged all instructions, and no signature was required for the delivery of the replacement unit.